Event description:
Reportable based on investigation completed on 31jan2015. It was reported that a lost image occurred. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used in order to visualize the unspecified target lesion, however, a lost image occurred. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good. However, device evaluation revealed of a hole at the sheath lap joint section of the device.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). The complaint device was received for evaluation. Evaluation of the returned device revealed that the telescope assembly was not able to properly pull back, advance, and retract. The distance from the distal end of the transducer housing to the tip of the catheter was not measured. Fluid was leaking at the sheath lap joint junction between the blue sheath and clear imaging window tubing. During image characterization testing, no image appeared in the system due to electrical open at proximal. No imaging core windup was found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).